Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that an occlusion alarm occurred. Customer's blood glucose was approximately 200 mg/dl. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.